Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as red and itchy skin under the left therapy electrode pad. The patient consulted a nurse who recommended using a cream. Follow-up indicated that the rash had cleared.